Event description:
In 2002 patient underwent emergency fem-pop below-knee bypass for acute ischemia with implantation of biograft. After completion of the bypass surgeon noted very low blood flow and persisting ischemia. Intraoperatively, a section of the graft was then dissected and replaced by another shorter piece of biograft. Perfusion of the leg was restored completely. Patient then underwent a series of procedures related to an infected hip prosthesis. Patient expired approximately two weeks after these surgeries. Surgeon attributes patient death to non-procedure related cause.